Event description:
It was reported that during the renal pta/stenting treatment procedure, the express biliary sd premounted stent dislodged from the delivery catheter. The dislodgment occurred while attempting to back out the device following advancement. After the dislodgment occurred, the balloon catheter was reinserted into the stent. The stent was successfully deployed in the target lesion. No pt injuries or complications were reported. The pt's status was reported as 'fine'.